Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case was reported by a consumer to our local affiliate (B)(4). Initial and f/u information received on (B)(6)-2009 respectively; were processed together. This case involves a (B)(6)-old female pt who had a procedure with poly-l-lactic acid (sculptra) on (B)(6)-2009. On (B)(6)-2009, the pt's "face was swollen" and she had pain on the right side of her forehead, especially when opening her mouth. The pt stated that she received antibiotherapy with cephalexine (apo-cephalex) 500 mg 4 times a day for 10 days and that she does not have the "swollen face" anymore. She mentioned that she still had "little pain" in her jaw when she opens her mouth but the pain is decreasing with time. The pt reported that she now has a bump on the right side of her forehead. This case was assessed as non-serious.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: local ptc number: (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.